Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Muscle and joint pain (in knees, meniscopathy) [arthromyalgia]. Palpitation episodes [palpitations]. Tachycardia sensation [heart racing]. Ventricular extrasystole [extrasystole ventricular]. Orthopedic insoles [orthopedic insoles]. Worsening of thoracic outlet [thoracic outlet syndrome]. Loss of strength [strength loss of]. Atrophy of the right hand [atrophy]. Carpal tunnel syndrome (left) [unilateral carpal tunnel syndrome]. The patient had burning sensation inside the thighs [burning sensation of lower limb]. Right temporo-mandibular joint [temporomandibular joint arthralgia]. Decrease in visual acuity [visual acuity reduced]. Glaucoma surgery [glaucoma surgery]. Stress fractures [stress fracture]. Functional cyst on the left ovary [ovarian cyst functional]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of keratoconus in 2016, infectious mononucleosis in 2015, deep vein thrombosis in 2009, hiatal hernia in 2008, thrombosis in 1999, thoracic outlet syndrome in 1991, appendectomy in 1986, strabotomy in 1980 and uterine myoma, phlebectomy, latex allergy, migraine, phlebitis, parity 3 (3 children born in 1997, 1999, and 2002 (vaginal deliveries)) and multigravida. Previously administered products included: copper iud for menorrhagia and mirena. The patient had a family history of diabetes (father) and amyotrophic lateral sclerosis (mother death). As concurrent condition the report mentioned overweight. On (B)(6) 2016, the patient had essure inserted. In 2022 she underwent glaucoma surgery ("glaucoma surgery"). On unknown date she experienced arthralgia ("muscle and joint pain (in knees, meniscopathy)"), palpitations ("palpitation episodes"), heart racing ("tachycardia sensation"), ventricular extrasystoles ("ventricular extrasystole"), thoracic outlet syndrome ("worsening of thoracic outlet"), asthenia ("loss of strength"), atrophy ("atrophy of the right hand"), carpal tunnel syndrome ("carpal tunnel syndrome (left)"), burning sensation ("the patient had burning sensation inside the thighs"), temporomandibular pain and dysfunction syndrome ("right temporo-mandibular joint"), visual acuity reduced ("decrease in visual acuity"), stress fracture ("stress fractures") and ovarian cyst ("functional cyst on the left ovary") and underwent medical device removal (seriousness criterion intervention required) and orthopaedic insoles ("orthopedic insoles"). The patient was treated with atarax (hydroxyzine hydrochloride) as well as surgery (to remove essure). At the time of the report, the outcomes for arthralgia, palpitations, heart racing, ventricular extrasystoles, orthopaedic insoles, thoracic outlet syndrome, asthenia, atrophy, carpal tunnel syndrome, burning sensation, temporomandibular pain and dysfunction syndrome, visual acuity reduced, glaucoma surgery, stress fracture and ovarian cyst were unknown. The reporter considered arthralgia, asthenia, atrophy, burning sensation, carpal tunnel syndrome, glaucoma surgery, medical device removal, orthopaedic insoles, ovarian cyst, palpitations, heart racing, stress fracture, temporomandibular pain and dysfunction syndrome, thoracic outlet syndrome, ventricular extrasystoles and visual acuity reduced to be related to essure administration. The reporter commented: 2 visible coils on the left side. 4 visible coils on the right side. The patient had physiotherapy sessions. Anti-inflammatory therapy prescribed to the patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.043 kg/sqm. [Bone densitometry] on (B)(6) 2022: normal [hysteroscopy] (date unknown): myoma with size of 2cm (lateral, sub mucosa). Removed on (B)(6) 2016 ¿ no malignancy but endometrium severe atrophy areas in front of myoma. [Magnetic resonance imaging] on (B)(6) 2019: early-stage uncarthrosis c4-c5 and c5-c. [Mammogram] on (B)(6) 2011: acr 1 (both sides); on (B)(6) 2014: acr 2 (both sides). [Ultrasound scan] (date unknown): functional cyst on the left ovary (18mm). Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal] , muscle and joint pain (in knees, meniscopathy) [arthromyalgia], palpitation episodes [palpitations] , tachycardia sensation [heart racing] , ventricular extrasystole [extrasystole ventricular] , orthopedic insoles [orthopedic insoles] , worsening of thoracic outlet [thoracic outlet syndrome] , loss of strength [strength loss of] , atrophy of the right hand [atrophy] , carpal tunnel syndrome (left) [unilateral carpal tunnel syndrome], the patient had burning sensation inside the thighs [burning sensation of lower limb], right temporo-mandibular joint [temporomandibular joint arthralgia] , decrease in visual acuity [visual acuity reduced] , glaucoma surgery [glaucoma surgery] , stress fractures [stress fracture] , functional cyst on the left ovary [ovarian cyst functional] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of keratoconus in 2016, infectious mononucleosis in 2015, deep vein thrombosis in 2009, hiatal hernia in 2008, thrombosis in 1999, thoracic outlet syndrome in 1991, appendectomy in 1986, strabotomy in 1980 and uterine myoma, phlebectomy, latex allergy, migraine, phlebitis, parity 3 (3 children born in 1997, 1999, and 2002 (vaginal deliveries)) and multigravida. Previously administered products included: copper iud for menorrhagia and mirena. The patient had a family history of diabetes (father) and amyotrophic lateral sclerosis (mother death). As concurrent condition the report mentioned overweight. On (B)(6) 2016, the patient had essure inserted. In 2022 she underwent glaucoma surgery ("glaucoma surgery"). On unknown date she experienced arthralgia ("muscle and joint pain (in knees, meniscopathy)"), palpitations ("palpitation episodes"), heart racing ("tachycardia sensation"), ventricular extrasystoles ("ventricular extrasystole"), thoracic outlet syndrome ("worsening of thoracic outlet"), asthenia ("loss of strength"), atrophy ("atrophy of the right hand"), carpal tunnel syndrome ("carpal tunnel syndrome (left)"), burning sensation ("the patient had burning sensation inside the thighs"), temporomandibular pain and dysfunction syndrome ("right temporo-mandibular joint"), visual acuity reduced ("decrease in visual acuity"), stress fracture ("stress fractures") and ovarian cyst ("functional cyst on the left ovary") and underwent medical device removal (seriousness criterion intervention required) and orthopaedic insoles ("orthopedic insoles"). The patient was treated with atarax (hydroxyzine hydrochloride) as well as surgery (to remove essure). At the time of the report, the outcomes for arthralgia, palpitations, heart racing, ventricular extrasystoles, orthopaedic insoles, thoracic outlet syndrome, asthenia, atrophy, carpal tunnel syndrome, burning sensation, temporomandibular pain and dysfunction syndrome, visual acuity reduced, glaucoma surgery, stress fracture and ovarian cyst were unknown. The reporter considered arthralgia, asthenia, atrophy, burning sensation, carpal tunnel syndrome, glaucoma surgery, medical device removal, orthopaedic insoles, ovarian cyst, palpitations, heart racing, stress fracture, temporomandibular pain and dysfunction syndrome, thoracic outlet syndrome, ventricular extrasystoles and visual acuity reduced to be related to essure administration. The reporter commented: 2 visible coils on the left side 4 visible coils on the right side the patient had physiotherapy sessions anti-inflammatory therapy prescribed to the patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.043 kg/sqm. [Bone densitometry] on (B)(6) 2022: normal [hysteroscopy] (date unknown): myoma with size of 2cm (lateral, sub mucosa) removed on (B)(6) 2016 ¿ no malignancy but endometrium severe atrophy areas in front of myoma [magnetic resonance imaging] on (B)(6) 2019: early-stage uncarthrosis c4-c5 and c5-c [mammogram] on (B)(6) 2011: acr 1 (both sides); on (B)(6) 2014: acr 2 (both sides) [ultrasound scan] (date unknown): functional cyst on the left ovary (18mm). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-feb-2026: upon receipt of new follow up argus cases (B)(4) found to be duplicate of each other therefore argus case (B)(4) needs to nullify from argus database. All source documents, references, events, reporters & all relevant information have been transferred to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal] muscle and joint pain (in knees, meniscopathy) [arthromyalgia] palpitation episodes [palpitations] tachycardia sensation [heart racing] ventricular extrasystole [extrasystole ventricular] orthopedic insoles [orthopedic insoles] worsening of thoracic outlet [thoracic outlet syndrome] loss of strength [strength loss of] atrophy of the right hand [atrophy] carpal tunnel syndrome (left) [unilateral carpal tunnel syndrome] the patient had burning sensation inside the thighs [burning sensation of lower limb] right temporo-mandibular joint [temporomandibular joint arthralgia] decrease in visual acuity [visual acuity reduced] glaucoma surgery [glaucoma surgery] stress fractures [stress fracture] functional cyst on the left ovary [ovarian cyst functional]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of keratoconus in 2016, infectious mononucleosis in 2015, deep vein thrombosis in 2009, hiatal hernia in 2008, thrombosis in 1999, thoracic outlet syndrome in 1991, appendectomy in 1986, strabotomy in 1980 and uterine myoma, phlebectomy, latex allergy, migraine, phlebitis, parity 3 (3 children born in 1997, 1999, and 2002 (vaginal deliveries)) and multigravida. Previously administered products included: copper iud for menorrhagia and mirena. The patient had a family history of diabetes (father) and amyotrophic lateral sclerosis (mother death). As concurrent condition the report mentioned overweight. On (B)(6) 2016, the patient had essure inserted. In 2022 she underwent glaucoma surgery ("glaucoma surgery"). On unknown date she experienced arthralgia ("muscle and joint pain (in knees, meniscopathy)"), palpitations ("palpitation episodes"), heart racing ("tachycardia sensation"), ventricular extrasystoles ("ventricular extrasystole"), thoracic outlet syndrome ("worsening of thoracic outlet"), asthenia ("loss of strength"), atrophy ("atrophy of the right hand"), carpal tunnel syndrome ("carpal tunnel syndrome (left)"), burning sensation ("the patient had burning sensation inside the thighs"), temporomandibular pain and dysfunction syndrome ("right temporo-mandibular joint"), visual acuity reduced ("decrease in visual acuity"), stress fracture ("stress fractures") and ovarian cyst ("functional cyst on the left ovary") and underwent medical device removal (seriousness criterion intervention required) and orthopaedic insoles ("orthopedic insoles"). The patient was treated with atarax (hydroxyzine hydrochloride) as well as surgery (to remove essure). At the time of the report, the outcomes for arthralgia, palpitations, heart racing, ventricular extrasystoles, orthopaedic insoles, thoracic outlet syndrome, asthenia, atrophy, carpal tunnel syndrome, burning sensation, temporomandibular pain and dysfunction syndrome, visual acuity reduced, glaucoma surgery, stress fracture and ovarian cyst were unknown. The reporter considered arthralgia, asthenia, atrophy, burning sensation, carpal tunnel syndrome, glaucoma surgery, medical device removal, orthopaedic insoles, ovarian cyst, palpitations, heart racing, stress fracture, temporomandibular pain and dysfunction syndrome, thoracic outlet syndrome, ventricular extrasystoles and visual acuity reduced to be related to essure administration. The reporter commented: 2 visible coils on the left side. 4 visible coils on the right side. The patient had physiotherapy sessions. Anti-inflammatory therapy prescribed to the patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.043 kg/sqm. [Bone densitometry] on (B)(6) 2022: normal [hysteroscopy] (date unknown): myoma with size of 2cm (lateral, sub mucosa) removed on (B)(6) 2016 ¿ no malignancy but endometrium severe atrophy areas in front of myoma [magnetic resonance imaging] on (B)(6) 2019: early-stage uncarthrosis c4-c5 and c5-c [mammogram] on (B)(6) 2011: acr 1 (both sides); on (B)(6) 2014: acr 2 (both sides). [Ultrasound scan] (date unknown): functional cyst on the left ovary (18mm). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-feb-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.